Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the delivery accuracy test. Pump delivered a bolus properly. No under delivery anomaly noted. Pump had a cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that hey had high blood glucose value. Customer¿s blood glucose value at time of incident was 600 mg/dl and current blood glucose value was 312mg/dl. Customer treated with bolus with pump and manual injections. Customer reported that they have contacted their doctors regarding the high blood glucose value. Insulin pump will be returned for analysis.